Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 598 mg/dl and "rapid heartrate". Cause of bg level was not known. Customer went to the emergency room with trace ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not provided. The customer reverted to an alternate method of insulin therapy.